Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the field representative observed air bubbles escaping from the device header toward the end of the implant procedure. Additionally, the device exhibited noise which led to intermittent oversensing and pacing inhibition. Subsequently, device pacing and shock therapy was turned off. Boston scientific technical services (ts) was consulted and found that the noise on the received electrograms looked consistent with noise associated air bubbles. Additional information received indicates that the patient was not dependent and no adverse patient effects were reported. This device remains in service.